Manufacturer narrative:
Investigation results included, but device not returned for thorough investigation.

Event description:
It was reported while using the device; the alarm sounded displaying blockage/full canister. As a result, the patient experienced a maceration.